Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility and company representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility and company representative were able to provide new patient and procedural information, which was updated in the appropriate sections.

Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. A manufacturing review was performed. The pusher catheter and storage tube/y-body were returned. The returned device met all the required specifications. The complaint investigation is inconclusive for failure to advance through the sheath. The pusher catheter was kinked approximately 29.1cm from the proximal end of the handle. It is unknown how or when the kink occurred as it was not reported by the user. The manner in which the device was packaged for return may have contributed to the kink. No skiving was found inside the storage tube. No additional anomalies were noted. Functional/performance evaluation: no skiving was found inside the storage tube. No additional anomalies were noted. Medical records were not provided. No images or photos were provided. Conclusion:the complaint investigation is inconclusive for failure to advance through the sheath. The denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter became stuck in the deployment sheath. The filter system was exchanged for new vena cava filter system that was deployed successfully. There was no reported patient injury.